Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer also reported calibration not accepted alert, difference between sensor glucose and blood glucose values, unexpected insulin delivery suspension on sensor glucose value. The event involved product(s) mmt-7040a,mmt-1884,mmt-242a,mmt-332a. Troubleshooting was performed. Insulin delivery was suspended. Blood glucose value was 280 mg/dl and sensor glucose value was 100 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Customer entered a new bg to calibrate but calibration was not accepted. Customer did not receive a ""change sensor"" alert. Explained to wait before attempting to calibrate again after getting calibration not accepted message. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-242a, mmt-332a.